Manufacturer narrative:
This report is for an unknown pfna blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Surgical/medical intervention; revision surgery. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a proximal femoral nail antirotation (pfna) procedure on (B)(6) 2019 that the pfna blade was implanted outside the nail because the cervical guide pin was twisted. A revision was scheduled on (B)(6) 2019. Patient status unknown. Concomitant devices: unknown pfna nail (unknown part#, unknown lot#, qty 1). This is report 1 of 2 for (B)(4). This report is for an unknown pfna blade.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Pre-investigation statement: as described in the complaint description it was reported that during a procedure with pfna system, an unknown guide pin was twisted. Therefore the pfna blade was outside of the pfna nail. By this the returned pfna blade was found some wear marks and therefore the flow chart device interaction / functional was selected for this investigation. Visual inspection: the visual inspection of the pfna blade has shown that on the sleeve as well the rotation part some wear marks are visible. Functional test: a functional test with instruments was performed and no functional issue could be detected. The pfna blade is fully functional although the slight visible marks. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the complaint is rated as unconfirmed for this pfna blade because that there is no allegation against of this device related to the failed pfna nail . However after investigation to the marks visible is rated as confirmed for this pfna blade. We can only assume, that this damage can be traced to the above mentioned situation and the blade touched the outside of the nail due the unknown deformed guide pin that was mentioned in the description. During the investigation and function test of the pfna blade, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected h3, h4, h6: a device history record (DHR) review was conducted: part: 04.027.036s, lot: 4l66462, manufacturing site: bettlach, release to warehouse date: 17. May 2019, expiry date: 01. May 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: locking screw (part # 04.005.534, lot # l840333, quantity 1); pfna end caps (part # 04.027.003, lot # 2508495, quantity 1).

Event description:
The sales rep reports that the surgeon implanted the pfna blade outside the nail because the cervical guide pin was twisted. A revision was scheduled on (B)(6) 2019. Concomitant devices reported: guidewire (part #356.830, lot # 9237335, quantity 1), guidewire (part # 356.830, lot #: 3l77501, quantity 2), pfna blade (part # 04.027.036s, lot # 4l66462, quantity 1), locking screw (part # 04.005.534, lot # l840333, quantity 1), pfna end caps (part # 04.027.003, lot # 2508495, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.